Manufacturer narrative:
E1 - phone number: (B)(6). E3 - occupation: purchasing. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the balloon of two cook bakri postpartum balloon with rapid instillation components leaked during treatment of a postpartum hemorrhage. The patient developed uterine atony following childbirth. After initial interventions including uterine massage and b-lynch sutures, the decision was made to use the bakri balloon for management (refer to patient ID (B)(6)). The bakri balloon was inserted manually and advanced using forceps while holding the tube. The balloon was then filled with approximately 300 ml of sodium chloride (nacl) solution with no improvement; however, fluid was noted to be leaking out. Upon inspection, a defect in the balloon was discovered. A second bakri balloon (balloon #2 this report), from a different lot number, was inserted. After filling this balloon with 100 ml of nacl solution, the same issue occurred. The procedure was completed by using a tamponade from another manufacturer as an alternative intervention. The total estimated blood loss was approximately 600 ml. The patient's condition stabilized and no transfusion was necessary. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.